Event description:
The dentist reported that after 2 months that the dental implant was installed in patient's maxile it was verified its non osseointegration. 32 ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type iii).